Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. Additional review of the device's error log indicates the service required alarm condition occurred prior to device receipt. During evaluation, the technician noted the device was serviced by a third party service center as indicated by a preventive maintenance sticker on the device. Based on this information, it was determined the internal battery was previously replaced to address the issue.